Event description:
(B)(4). My device was covered under the insurance I had at the time. I have had this device for over 10 years... My side effects are: pelvic pain, bleeding, pain during sex, dizziness, hair loss, memory loss weight gain (unable to lose).